Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/16/2011. Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to this complaint, corrosion was found in the battery compartment an inside the pump. The pump display lens was found to be leaking.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.